Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 07/12/2016 stating that they turned off the atrial lead about a year ago due to high thresholds. The physician was dr. (B)(6) at (B)(6) medical center at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).